Manufacturer narrative:
It was initially reported that the dressing retention tape was used to secure an epidural. Reportedly, the device "failed" and epidural came out. Per report, the catheter dislodging resulted in ineffective pain control and the need to replace the catheter. Despite good faith efforts to obtain additional information, no further patient, product, procedural or event details are available. Due to the reported event and the need for epidural catheter replacement, this medwatch is being filed. A sample was not returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was initially reported that the dressing retention tape "failed" and epidural came out.